Event description:
Olympus was informed that the referenced device was shorting out, and the image went blank. There was no patient harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that there was a complete loss of image during an unspecified colonoscopy procedure in which the intended procedure was completed using a different, but similar endoscope. The device referenced in this report was returned to olympus for evaluation. The evaluation found the image was intermittent with noise interference. There was evidence of fluid invasion noted in the electrical connector and in the scope connector. The distal-end cover failed the insulation test. The glue on the bending section was cracked, sharp, and peeling. The subject device was serviced and returned to the user facility. As the device passed leak testing, it appears that the fluid invasion was related to user handling. This report is being submitted as a medical device report in an abundance of caution.